Manufacturer narrative:
Reported event: an event regarding damage involving a triathlon baseplate was reported. The event was confirmed via photographs supplied. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs note the following: photograph supplied showed a recently explanted device with evidence of damage to the retaining rim of the device, clinician review: a review of the provided medical records by a clinical consultant stated the following comment: there is no documentation of the revision surgery other than the per. The x-rays provided show the femur is posteriorly subluxed in relation to the tibia confirming instability. The root cause of this can not be established from the limited information provided. Serial x-rays and the revision operative report would provide further insight in to the cause of this problem. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised after complaint of instability and dislocation. Initially, surgeon planned to do a poly exchange due to posterior wear of the poly. However, because the patient continued to walk on the knee for months, the poly wore through, the tibial baseplate became damaged, and the femoral component because scratched up. Significant metal debris was noted intra-operatively. The femoral component, insert, and baseplate were revised. Rep confirmed he can provide some pictures, and that otherwise, no further information will be released by the hospital or surgeon.